Manufacturer narrative:
No products were returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this caller stated that during a past case, he had to cut off the back of a header from a pacemaker due to the associated lead being stuck in the device header. The specific model and serial number of the device and lead could not be obtained. However, the caller did confirm it was a boston scientific device. No adverse patient effects were reported.